Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated and had not yet reached elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: icf09b45, lead, implanted: (B)(6) 2003. (B)(4).